Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm due to blank display. The pump was received with moisture damage motor, vibrator, keypad and corroded battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display and weak battery alarm. The customer¿s blood glucose level was unknown. Customer stated the pump is blank. The insulin pump will be returned for analysis.